Event description:
The prongs of the screw broke and the screw could not be removed from the bone. Total surgery time was 3 hours, and the delay time was 20 minutes. The surgeon thinks that the following sequence happened: the first screw was partially inserted, followed by full insertion of the second screw. When an attempt was made to further advance the first screw, it did not move and the screw head fractured. It is presumed that the first screw may have engaged hard cortical bone, and the insertion of the second screw caused the first screw to bend or become misaligned, resulting in it becoming stuck and eventually leading to the screw head failure. Two screws were used for the baseplate, the inferior is the broken one.

Manufacturer narrative:
Batch review performed on 11 june 2025 (B)(4) items manufactured and released on 24/03/2025. Expiration date: 09/03/2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. R&d evaluation: the provided picture confirms the breakage of the screw head and the removal of the inner locking screw. The insertion of the second screw prior to fully seating the first one may have led to partial movement of the baseplate that led, together with the high bone quality, to excessive resistance that resulted in breakage of the head screw. No action is suggested. Root cause: although the circumstances cannot be confirmed, the root cause is could be related to the specific conditions of use. There is no indication of a systemic deficiency or potential manufacturing related root cause.